Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or missing segments anomaly due to motor error alarm. Motor passed motor test. Device received with minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm, during priming insulin had shot out, a couple of scratches on face and had noticed rainbow effect. The customer blood glucose level was unknown. The customer was unable to troubleshooting. The device will not be returned for analysis.